Event description:
Pt had a synchromed el infusion system implanted in 1999 for the treatment of failed back surgery syndrome. The hcp reported the pt's pump had stalled. Two x-rays, the second time with live fluoro were performed on unknown date(s). Both of these tests confirmed roller stalls. The pt experienced increased pain, nausea and vomiting. Hcp provided info that 3 months prior to this event the pt had a revision of the pocket due to a kink in the catheter. Pt was treated with oral or parenteral replacement medications and the device was explanted on an unknown date. The pt had a replacement device implanted and recovered without sequelae.